Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest and displacement test. No blank display anomalies noted. However, device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump was not turning on. The customer's blood glucose level was unknown at the time of the incident. The customer sated that they received a battery low alert, they change the battery but the insulin pump was no longer turning on. The customer reported that the display was blank currently. The customer reported that the display was not blank less than 30 seconds and/or did not return and did not return after the insulin pump restart. The contacts on the battery cap are neither missing nor damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.